Event description:
It was reported that curling a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician was attempting to stent a heavily calcified lesion in the tortuous rca. After the guide wire was passed through lesion, it was predilated with a 2.0d mm marverick balloon. The physician was unable to advance the taxus express 2.25 x 12 mm delivery system. It appeared to become stuck on a calcified ledge within the vessel. When he withdrew the system, the stent was pulled off of the balloon and remained, undeployed on the guideswire. He then passed a 1.5 mm balloon through the stent, intiated it and withdrew the stent into the guide catheter. When he removed the whole system from the sheath, the stent could not be found. It is assurmed that the stent remains in the propheral vascular system. There where no attempts at retrieval reported. There were no injuries or complications related to this event.